Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 bipolar was sticking, it was not opening correctly. This was discovered shortly into the procedure, when they switched to another vh-3500 to complete the case. No patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - device problem code changed from "fitting problem" to "mechanical issue". Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan-2020 through dec-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 01/17/2022. An investigation was conducted on 02/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the harvesting jaws. The gray silicone insulation was observed to be intact. The heater wire was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted on the jaws. The blue toggle was manipulated to open and close the jaws. The jaws opened and closed with no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID # (B)(4). Updated section: d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun.".